Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. The visual inspection was performed on the complaint unit and found that the aesthetics are good no damage. The functional inspection was performed on the complaint unit. It was switching on it was showing f4 hardware failure error on the screen. It was tested with known good main board and its working properly. Hence it was confirm that main board was faulty. This failure has been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors that could have contributed to the reported event include a power surge in the controller or failure of an internal component. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, an f4 error (hardware problem) was displayed on the screen of the quantum 2 controller. The procedure was successfully completed with a surgical delay greater than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.